Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that an incident happened with the ltv 1150 ventilator while on a patient. The patient stated that they could not breathe and there is no air coming out. The healthcare professional was unable to give manual breaths either. The ventilator was replaced and at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.